Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain'), fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('malposition of essure device(essure found halfway out of fallopian tube), migration of essure device (both coils sticking out of fallopian tubes, half way out tube )') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2010, palpitation from (B)(6) 2010 to (B)(6) 2010, multigravida, parity 3 ((B)(6) 2010, (B)(6) 2012 and (B)(6) 2006), cesarean section, abortion and pap smear abnormal. Essure confirmation test: dye test result: confirmed closed. Previously administered products included for birth control: patch from (B)(6) 2011 to (B)(6) 2011 and depo-provera from 2002 to 2004; for an unreported indication: ondansetron, lisinopril, restrol and estradiol. Past adverse reactions to the above products included adverse drug reaction with depo-provera; and pregnancy with patch. Concurrent conditions included gastroesophageal reflux disease since (B)(6) 2016, sexually transmitted disease since 2012, peripheral swelling since (B)(6) 2012, buttock pain since (B)(6) 2012, anemic since (B)(6) 2012, overweight, gastritis, alcohol abuse, diarrhea and constipation. Family history included breast cancer (great grandmother and maternal aunt), prostate cancer (maternal grandfather), lung cancer (mother) and gallstones (father). Concomitant products included dicycloverine (dicyclomine) since (B)(6) 2017 and hydrocodone from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraines /headaches"), alopecia ("hair loss") and onychoclasis ("brittle finger nails"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth/depression, anxiety, metallic taste other complications"), depression ("depression/depression, anxiety, metallic taste other complications"), anxiety ("anxiety/depression, anxiety, metallic taste other complications"), fatigue ("fatigue"), rash generalised ("rashes or skin conditions (all over rashes), rashes or skin conditions type: random break-outs on body"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea, painful cramping/dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/urinary tract/vaginal): candida of vulva, urinary tract infection/vaginitis"). On (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("candida of vulva/ infection (bladder/urinary tract/vaginal): candida of vulva, urinary tract infection/vaginitis"), 1 year 5 months after insertion of essure. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("full back pain"), feeling abnormal ("brain fog"), mood swings ("mood swings"), vomiting ("vomiting"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal): candida of vulva, urinary tract infection/vaginitis") and gastrointestinal disorder ("gastrointestinal or digestive system or condition"). The patient was treated with antibiotics, fluconazole, ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy (partial) and bilateral salpingectomy and oophorectomy (one side removal of ovary) and hysterectomy (partial) and bilateral salpingectomy to remove essure in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, migraine, alopecia, onychoclasis, dysgeusia, feeling abnormal, depression, anxiety, mood swings, fatigue, vaginal discharge, vulvovaginal candidiasis, rash generalised, vaginal infection, vomiting, weight increased, nausea, urinary tract infection and gastrointestinal disorder outcome was unknown and the abdominal pain lower, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, onychoclasis, pelvic pain, rash generalised, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6 )2012 & (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginitis, pelvic pain, vaginal discharge, dysmenorrhea, heavy periods. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received. Reporters information updated. Lot no. Were added. Event: verbatim were updated : migraines /headaches. New event: gastrointestinal or digestive system or condition, abnormal bleeding (general) were added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain'), fallopian tube perforation ('perforation (fallopian tube(s)'), device dislocation ('malposition of essure device(essure found halfway out of fallopian tube), migration of essure device (both coils sticking out of fallopian tubes, half way out tube )') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2010, palpitation from (B)(6) 2010 to (B)(6) 2010, multigravida, parity 3 (B)(6) 2010, (B)(6) 2012 and (B)(6) 2006), cesarean section, abortion and pap smear abnormal. Essure confirmation test: dye test result: confirmed closed. Previously administered products included for birth control: patch from (B)(6) 2011 to (B)(6) 2011 and depo-provera from 2002 to 2004; for an unreported indication: ondansetron, lisinopril, restrol and estradiol. Past adverse reactions to the above products included adverse drug reaction with depo-provera; and pregnancy with patch. Concurrent conditions included gastroesophageal reflux disease since october 2016, sexually transmitted disease since 2012, peripheral swelling since (B)(6) 2012, buttock pain since (B)(6) 2012, anemic since (B)(6) 2012, overweight, gastritis, alcohol abuse, diarrhea and constipation. Family history included breast cancer (great grandmother and maternal aunt), prostate cancer (maternal grandfather), lung cancer (mother) and gallstones (father). Concomitant products included dicycloverin (dicyclomine) since january 2017 and hydrocodone from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), onychoclasis ("brittle finger nails"), migraine ("migraines /headaches") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("metallic taste in mouth/depression, anxiety, metallic taste other complications"), depression ("depression/depression, anxiety, metallic taste other complications"), anxiety ("anxiety/depression, anxiety, metallic taste other complications"), fatigue ("fatigue"), rash generalised ("rashes or skin conditions (all over rashes), rashes or skin conditions type: random break-outs on body") and nausea ("nausea") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea, painful cramping/dysmenorrhea (cramping)"). In 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/urinary tract/vaginal): candida of vulva, urinary tract infection/vaginitis"). On (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("candida of vulva/ infection (bladder/urinary tract/vaginal): candida of vulva, urinary tract infection/vaginitis"), 1 year 5 months after insertion of essure. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("full back pain"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal): candida of vulva, urinary tract infection/vaginitis"), feeling abnormal ("brain fog"), mood swings ("mood swings"), vomiting ("vomiting") and gastrointestinal disorder ("gastrointestinal or digestive system or condition"). The patient was treated with antibiotics, fluconazole, ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy (partial) and bilateral salpingectomy and oophorectomy (one side removal of ovary) and hysterectomy (partial) and bilateral salpingectomy to remove essure in (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal candidiasis, vaginal infection, urinary tract infection, onychoclasis, migraine, dysgeusia, alopecia, feeling abnormal, depression, anxiety, mood swings, fatigue, rash generalised, vomiting, weight increased, nausea and gastrointestinal disorder outcome was unknown and the abdominal pain lower, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, onychoclasis, pelvic pain, rash generalised, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginitis, pelvic pain, vaginal discharge, dysmenorrhea and heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), fallopian tube perforation ('perforation (fallopian tube(s)\malposition of essure device(essure found halfway out of fallopian tube), migration of essure device (both coils sticking out of fallopian tubes, half way out tube )'), genital haemorrhage ('abnormal bleeding (general)'), pancreatitis ('gastrointestinal or digestive system condition type:pancreatitis') and ovarian cyst ('complications from your essure removal procedure:had to remove left ovary due to cysts.') In a 27-year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2010, palpitation from (B)(6) 2010, multigravida, parity 3 ((B)(6) 2010, (B)(6) 2012 and (B)(6) 2006), cesarean section, abortion and pap smear abnormal. Essure confirmation test: dye test result: confirmed closed. Previously administered products included for birth control: patch from (B)(6) 2011 and depo-provera from 2002 to 2004; for an unreported indication: ondansetron, lisinopril, restrol and estradiol. Past adverse reactions to the above products included adverse drug reaction with depo-provera; and pregnancy with patch. Concurrent conditions included gastroesophageal reflux disease since (B)(6) 2016, sexually transmitted disease since 2012, peripheral swelling since (B)(6) 2012, buttock pain since(B)(6) 2012, anemic since (B)(6) 2012, overweight, gastritis, alcohol abuse, diarrhea and constipation. Family history included breast cancer (great grandmother and maternal aunt), prostate cancer (maternal grandfather), lung cancer (mother) and gallstones (father). Concomitant products included dicycloverine (dicyclomine) since (B)(6) 2017 and hydrocodone from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain") and onychoclasis ("brittle finger nails"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth/depression, anxiety, metallic taste other complications"), depression ("depression/depression, anxiety, metallic taste other complications"), anxiety ("anxiety/depression, anxiety, metallic taste other complications") and rash ("rashes or skin conditions (all over rashes), rashes or skin conditions type: random break-outs on body"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea, painful cramping/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines /headaches"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/urinary tract/vaginal): candida of vulva, urinary tract infection/vaginitis") and nausea ("nausea"). On (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("candida of vulva/ infection (bladder/urinary tract/vaginal): candida of vulva, urinary tract infection/vaginitis"), 1 year 5 months after insertion of essure. In (B)(6) 2016, the patient experienced pancreatitis (seriousness criterion medically significant) and gastritis ("gastrointestinal or digestive system condition type: gastritis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("full back pain"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal): candida of vulva, urinary tract infection/vaginitis"), feeling abnormal ("brain fog"), mood swings ("mood swings"), vomiting ("vomiting") and headache ("headaches"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin), antibiotics, fluconazole, ibuprofen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy (partial) and bilateral salpingectomy and oophorectomy (one side removal of ovary). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, fatigue and nausea was resolving, the fallopian tube perforation, genital haemorrhage, pancreatitis, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal candidiasis, vaginal infection, urinary tract infection, onychoclasis, dysgeusia, alopecia, feeling abnormal, depression, anxiety, mood swings, rash, vomiting, weight increased, gastritis and headache outcome was unknown and the ovarian cyst had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, gastritis, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, onychoclasis, ovarian cyst, pancreatitis, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginitis, pelvic pain, vaginal discharge, dysmenorrhea and heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs and mr was received. Previously added gastrointestinal disorder updated with gastritis. New event pancreatitis,headaches was added. Event outcome of vaginal bleeding, nausea, fatigue, headache and pelvic pain/pain was updated. Lab data and treatment drugs added. Event device dislocation clubbed with fallopian tube perforation. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and fallopian tube perforation ('perforation (fallopian tube(s)\malposition of essure device(essure found halfway out of fallopian tube), migration of essure device (both coils sticking out of fallopian tubes, half way out tube )') in a 27-year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (B)(6) 2010, palpitation from (B)(6) 2010, multigravida, parity 3 ((B)(6) 2010, (B)(6) 2012 and (B)(6) 2006), cesarean section, abortion and pap smear abnormal. Essure confirmation test: dye test result: confirmed closed. Previously administered products included for birth control: patch from (B)(6) 2011 and depo-provera from 2002 to 2004; for an unreported indication: ondansetron, lisinopril, restrol and estradiol. Past adverse reactions to the above products included adverse drug reaction with depo-provera; and pregnancy with patch. Concurrent conditions included gastroesophageal reflux disease since (B)(6) 2016, sexually transmitted disease since 2012, peripheral swelling since (B)(6) 2012, buttock pain since (B)(6) 2012, anemic since (B)(6) -2012, overweight, gastritis, alcohol abuse, diarrhea and constipation. Family history included breast cancer (great grandmother and maternal aunt), prostate cancer (maternal grandfather), lung cancer (mother) and gallstones (father). Concomitant products included "dicycloverin" (dicyclomine) since (B)(6) 2017 and hydrocodone from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain") and onychoclasis ("brittle finger nails"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth/depression, anxiety, metallic taste other complications"), depression ("depression/depression, anxiety, metallic taste other complications"), anxiety ("anxiety/depression, anxiety, metallic taste other complications") and rash ("rashes or skin conditions (all over rashes), rashes or skin conditions type: random break-outs on body"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea, painful cramping/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines /headaches"), alopecia ("hair loss"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2013, the patient experienced vaginal infection ("vaginitis/infection (bladder/urinary tract/vaginal): candida of vulva, urinary tract infection/vaginitis"). On (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("candida of vulva/ infection (bladder/urinary tract/vaginal): candida of vulva, urinary tract infection/vaginitis"), 1 year 5 months after insertion of essure. In (B)(6) 2016, the patient experienced pancreatitis ("gastrointestinal or digestive system condition type:pancreatitis") and gastritis ("gastrointestinal or digestive system condition type: gastritis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), ovarian cyst ("complications from your essure removal procedure:had to remove left ovary due to cysts."), abdominal pain lower ("cramping"), back pain ("full back pain"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal): candida of vulva, urinary tract infection/vaginitis"), feeling abnormal ("brain fog"), mood swings ("mood swings"), vomiting ("vomiting") and headache ("headaches"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin), antibiotics, fluconazole, ibuprofen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy (partial) and bilateral salpingectomy and oophorectomy (one side removal of ovary), hysterectomy (partial) and bilateral salpingectomy to remove essure in (B)(6) 2015 and left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, fatigue, nausea and headache was resolving, the fallopian tube perforation, genital haemorrhage, pancreatitis, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, vulvovaginal candidiasis, vaginal infection, urinary tract infection, onychoclasis, dysgeusia, alopecia, feeling abnormal, depression, anxiety, mood swings, rash, vomiting, weight increased and gastritis outcome was unknown and the ovarian cyst had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, gastritis, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, onychoclasis, ovarian cyst, pancreatitis, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: "discrepancy" noted in essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion.. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginitis, pelvic pain, vaginal discharge, dysmenorrhea and heavy periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet received: outcome of event headache was updated as recovering/resolving. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), fallopian tube perforation ("perforation (fallopian tube(s)") and device dislocation ("malposition of essure device(essure found halfway out of fallopian tube), migration of essure device (both coils sticking out of fallopian tubes, half way out tube )") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2010, (B)(6) 2012 and (B)(6) 2006), cesarean section, palpitation from (B)(6) 2010 to (B)(6) 2010, abortion, delivery on (B)(6) 2010 and pap smear abnormal. Previously administered products included for birth control: patch from (B)(6) 2011 to (B)(6) 2011 and depo-provera from 2002 to 2004; for an unreported indication: ondansetron, lisinopril, restoral and estradiol. Past adverse reactions to the above products included adverse drug reaction with depo-provera; and pregnancy with patch. Concurrent conditions included overweight, gastritis, gastroesophageal reflux disease since (B)(6) 2016, sexually transmitted disease since 2012, alcohol abuse, diarrhea, constipation, peripheral swelling since (B)(6) 2012, buttock pain since (B)(6) 2012 and anemic since (B)(6) 2012. Family history included breast cancer (great grandmother and maternal aunt), prostate cancer (maternal grandfather), lung cancer (mother) and gallstones (father). Concomitant products included dicycloverine (dicyclomine) since (B)(6) 2017 and hydrocodone from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraines"), alopecia ("hair loss") and onychoclasis ("brittle finger nails"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In july 2012, the patient experienced dysmenorrhoea ("dysmenorrhea, painful cramping"). In 2013, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2013, 1 year 5 months after insertion of essure, the patient experienced vulvovaginal candidiasis ("candida of vulva"). In (B)(6) 2014, the patient experienced rash generalised ("rashes or skin conditions (all over rashes), rashes or skin conditions type: random break-outs on body"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), back pain ("full back pain"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood swings"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vomiting ("vomiting"), weight increased ("weight gain"), nausea ("nausea") and urinary tract infection ("urinary tract infection"). The patient was treated with oxycocet (percocet), ibuprofen, antibiotics, surgery (hysterectomy (partial) and bilateral salpingectomy to remove essure in (B)(6) 2015), surgery (hysterectomy (partial) and bilateral salpingectomy and oophorectomy (one side removal of ovary)) and surgery (hysterectomy (partial) and bilateral salpingectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fallopian tube perforation, device dislocation, dysmenorrhoea, dyspareunia, abdominal pain, back pain, migraine, alopecia, onychoclasis, dysgeusia, feeling abnormal, depression, anxiety, mood swings, fatigue, vaginal discharge, vulvovaginal candidiasis, rash generalised, vaginal infection, vomiting, weight increased, nausea and urinary tract infection outcome was unknown and the abdominal pain lower, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, menorrhagia, migraine, mood swings, nausea, onychoclasis, pelvic pain, rash generalised, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginitis, pelvic pain, vaginal discharge, dysmenorrhea, heavy periods. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs and mr received: new reporters, patient demographic information, product lot no, treatment drugs, historical drugs and conditions, concomitant drugs and conditions, lab data, new events vaginal discharge, vulvovaginal candidiasis, rash generalized, vaginal infection, vaginal haemorrhage, menorrhagia, vomiting, weight increased, nausea and urinary tract infection added. Outcome for the events abdominal pain lower, vaginal haemorrhage, menorrhagia added as recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/ malposition of essure device (essure found halfway out of fallopian tube), migration of essure device (both coils sticking out of fallopian tubes, half way out tube )'), pelvic pain ('pelvic pain/ pain') and ovarian cyst ('had to remove left ovary due to cysts') in a 27-year-old female patient who had essure (batch no. 880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery on (b)(46 2010, palpitation from on (B)(6) 2010, multigravida, parity 3 ((B)(6) 2010, (B)(6) 2012 and (B)(6) 2006), cesarean section, abortion and pap smear abnormal. Essure confirmation test: dye test result: confirmed closed. Previously administered products included for birth control: patch on (B)(6) 2011 and depo-provera from 2002 to 2004; for an unreported indication: ondansetron, lisinopril, restrol and estradiol. Past adverse reactions to the above products included adverse drug reaction with depo-provera; and pregnancy with patch. Concurrent conditions included gastroesophageal reflux disease since (B)(6) 2016, sexually transmitted disease since 2012, peripheral swelling since (B)(6) 2012, buttock pain since (B)(6) 2012, anemic since (B)(6) 2012, overweight, gastritis, alcohol abuse, diarrhea, constipation and overweight. Family history included breast cancer (great grandmother and maternal aunt), prostate cancer (maternal grandfather), lung cancer (mother) and gallstones (father). Concomitant products included dicycloverine (dicyclomine) since (B)(6) 2017 and hydrocodone from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain") and onychoclasis ("brittle finger nails"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("all over rashes, random break-outs on body"), dysgeusia ("metallic taste in mouth"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea, painful cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), migraine ("migraines /headaches"), alopecia ("hair loss"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2013, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("candida of vulva"), 1 year 5 months after insertion of essure. In (B)(6) 2016, the patient experienced pancreatitis ("pancreatitis") and gastritis ("gastritis"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("full back pain"), genital haemorrhage ("abnormal bleeding (general)"), urinary tract infection ("urinary tract infection"), feeling abnormal ("brain fog"), mood swings ("mood swings") and vomiting ("vomiting"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin), antibiotics, fluconazole, ibuprofen, oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol) and surgery (hysterectomy (partial) and bilateral salpingectomy and oophorectomy (one side removal of ovary), hysterectomy (partial) and bilateral salpingectomy to remove essure in (B)(6) 2015 and left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, abdominal pain, dysmenorrhoea, dyspareunia, back pain, rash, genital haemorrhage, vaginal discharge, vulvovaginal candidiasis, vaginal infection, urinary tract infection, pancreatitis, onychoclasis, dysgeusia, alopecia, feeling abnormal, depression, anxiety, mood swings, vomiting, weight increased and gastritis outcome was unknown, the pelvic pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, migraine, fatigue and nausea was resolving and the ovarian cyst had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, gastritis, genital haemorrhage, menorrhagia, migraine, mood swings, nausea, onychoclasis, ovarian cyst, pancreatitis, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 and (B)(6) 2012 . Lot number: 880434, manufacture date: 2011-07, expiration date: 2014-07. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines"), alopecia ("hair loss"), onychoclasis ("brittle finger nails"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, back pain, migraine, alopecia, onychoclasis, dysgeusia, feeling abnormal, depression, anxiety, mood swings and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, migraine, mood swings, onychoclasis and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Consumer underwent a hysterectomy to remove her devices, three years after insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, due to required surgical intervention. Non-serious events were also reported. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("migraines"), alopecia ("hair loss"), onychoclasis ("brittle finger nails"), dysgeusia ("metallic taste in mouth"), feeling abnormal ("brain fog"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood swings") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, back pain, migraine, alopecia, onychoclasis, dysgeusia, feeling abnormal, depression, anxiety, mood swings and fatigue outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, abdominal pain, back pain, migraine, alopecia, onychoclasis, dysgeusia, feeling abnormal, depression, anxiety, mood swings and fatigue to be related to essure. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Consumer underwent a hysterectomy to remove her devices, three years after insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. This case was regarded as incident, due to required surgical intervention. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.